Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 342 mg/dl. The customer stated that he had not treated because he could not get a delivery from the insulin pump. Upon troubleshooting, it was found that the insulin pump had been working as designed. The customer called again later and reported that he received another no delivery alarm and requested a replacement. He stated that he had been dealing with this for 2 weeks and experienced high blood glucose levels in the 300 mg/dl range, which is abnormal for him. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. The device was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker.